Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. Based on the results of the investigation, the root cause could not be identified. It has been over 17 years since the subject device was manufactured. Therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the electrosurgical unit had a burning smell, however the reported issue was unable to be replicated. The customer also mentioned that an error appeared, however it was not noted. The issue was found during a therapeutic procedure (groin cutdown for varicose vein removal). The procedure was completed with a functional diathermy unit without delay and without any patient impact. There was no harm or user injury reported due to the event. There was no patient harm associated with the event.

Manufacturer narrative:
The reported fault could not be duplicated as the unit appears normal during initial inspection. It was recommended that full functionality and electric safety checks be performed. This is an ongoing investigation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.